Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, part of the jaw became detached from the cadiere forceps instrument. The customer indicated, fragments fell inside the patient. The fragments were retrieved during the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the cadiere forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the cadiere forceps instrument (part# 471049-07/lot# n10210112 0037) associated with this event has been performed. Per logs, the instrument was last used for a procedure on 13-jan-2022 using system sl0583. The instrument had 8 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the alleged issue that part of the instrument jaw became detached. The instrument was found to have a broken grip at the grip base. A piece approximately 0.210" x 0.694" was found to be broken off the yaw pulley. The broken piece was returned. The root cause is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws.